Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 23-apr-2024. H.6 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from portuguese to english: patient contacts us regarding a complaint about bd ultra-fine 4mm needles (lot 2067714).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medicaton. The following information was provided by the initial reporter, translated from portuguese to english: patient contacts us regarding a complaint about bd ultra-fine 4mm needles (lot 2067714 fab 04/2022 val 03/2027) he reports that the needle is clogged and does not eject the insulin. The deviation occurred in 27 needles from the box of 100 units. Would like the product replaced. Has 10 needles for collection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medicaton. The following information was provided by the initial reporter, translated from portuguese to english: patient contacts us regarding a complaint about bd ultra-fine 4mm needles (lot 2067714